Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replace replaced the integrated electrosurgical unit (iesu) or erbe due to error c-33. The resolution is unknown at the time of this report. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the clinical sales representative (csr) reported to the technical support engineer (tse) that the integrated electrosurgical unit (iesu) or erbe generator was giving them a c-00 error. Before calling in, they had already connected a force triad generator for bipolar energy, and the e-100 generator will be used for vessel sealer instrument. The tse requested to restart the erbe but the error returned directly after the restart. The tse checked the logs and confirmed the error pointing to a high voltage problem in the erbe c-33. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure was confirmed and replicated. A power-on test found the c-33 error confirming the fault occurred in the field. A visual inspection revealed no issues related to the reported event. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis and for potential repair. A probable root cause is attributed to a component failure that is likely due to an operational issue within the erbe as error c-33 points to high frequency (hf) voltage measurement value too high in on state.